Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, it was found that the system displayed error 703 (coolant conductivity too high) when it was turned on. Due to this, the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during the procedure, it was found that the system displayed error 703 (coolant conductivity too high) when it was turned on. Due to this, the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.